Event description:
A patient reported experiencing erratic results with a lifescan meter. The patient's blood glucose results were 2.8, 11.8 and 7.7 mmol/l. Tests were done within 10 minutes with a difference of 71%. Patient did not experience any adverse events. No further information has been reported.